Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer generated a "serious programmer problem " error message upon boot-up. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device powered up with errors. It was also noted that the electrocardiogram (ECG) connector was loose. Product ID 229047 analyzer.